Manufacturer narrative:
On (B)(6) 2011, customer reported that resident pressed her pendant and that alarm went to the nurse call station but did not go to the (B)(4) phone system. Through (B)(4) investigation it was determined that the customer's arial system was operating correctly; however, the commtech wireless central control module was working intermittently, which would not allow calls to consistently reach the (B)(4) phones. The arial system logged this error to issue a warning to the user. The user recognized this error and contacted (B)(4) on (B)(4) 2011; however, this error had been occurring since 2009 with no prior request to (B)(4) for assistance. On (B)(4) 2011, a (B)(4) field technician replaced the commtech wireless central control module. The corrective action was verified as effective as no additional serial port system errors occurred and subsequent testing of device confirmed what had caused the error. Facility was notified of testing requirements. Per instructions, "all components of the arial wireless communication system must be tested weekly. If you encounter problems that you are unable to resolve, please contact arial technical service at (B)(4)."

Event description:
On (B)(6) 2011, the (B)(6) reported that a resident fell and had sustained a broken shoulder/collar bone. The director of maintenance indicated that the arial system properly received the calls from apartment #105, however, it was reported that the (B)(4) phone system did not receive the calls at the time of incident. The director of maintenance did see the system warning issue appear on the arial window indicating there was a problem at the same time the alarms were received from apartment #105. The director of maintenance had staff respond immediately to the resident at the same time the alarm came in. The director of maintenance reported the issue to (B)(4).